Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. According to the report, the proximal infrarenal neck was highly tortuous. During the procedure, the guidewire was reportedly pulled down after the proximal end of the trunk-ipsilateral leg component was deployed. It was reported the device then migrated distally into the aneurysm due to the blood flow. The guidewire was advanced again, and the device was also advanced to just below the lowest (left) renal artery. A retrograde dissection approximately 1cm distal to the right renal artery was reportedly noted on a final procedural angiograph. It was reported that when the guidewire was pulled down and the device migrated into the aneurysm, the vessel wall might have been damaged by the device or the guidewire. No additional treatment was performed, and the physician will continue to monitor the patient. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis component migration.¿ per IFU, key anatomic elements that may affect successful exclusion of the aneurysm include, but are not limited to, severe proximal neck angulation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
G3/g4: corrected PMA/510(k)number from p020004 to p200030.